Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that during testing, the device did not sound an audible alarm tone during an alarm condition while in the low volume setting. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.